Event description:
Additional information received reported that the patient presented to the emergency room with dizziness. The device was checked and the previously reported ra noise was noted, but was unable to be reproduced. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. Troubleshooting options were discussed with the health care professional (hcp). Disk analysis was performed which showed there were no abnormal faults, and provided the most recent lead safety switch due to the out of range impedance measurements. No adverse patient effects were reported. The lead remains in service.